Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned for analysis and tested out of specification.